Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2008 and mesh was used. It is unknown which date the mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(6): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-01619, 2210968-2012-01621 and 2210968-2012-01622. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on unknown date and mesh was implanted. It was reported that the patient underwent mesh excision and vaginal repairs on (B)(6) 2012 due to incomplete bladder emptying and foreign body in the vagina. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent hemorrhoidectomy and mesh revision on (B)(6) 2011 due to erosion of foreign body into posterior vaginal wall, and anterior vaginal shelf rendering symptoms consistent with obstructive defecation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent tot, a&p repair with gynemesh in 2005. It was reported that the patient underwent posterior mesh excision in (B)(6) 2012 by dr. (B)(6) md.

Manufacturer narrative:
It was reported that the patient underwent an interspinous vaginal vault suspension, anterior colporrhaphy and cystoscopy on (B)(6) 2005 to treat stress urinary incontinence, large posterior vaginal wall prolapse, large cystocele, partial fascial defect anteriorly and posteriorly, constipation and occasional leaking and mesh was implanted. On (B)(6) 2008, the patient underwent sacrospinous suspension and cystoscopy to treat symptomatic rectocele and minimal rectal prolapse and mesh was implanted.